Event description:
It was reported that a user of the ilet experienced overnight hypoglycemia to 51 mg/dl without treatment, followed by hyperglycemia exceeding 267 mg/dl, after intentionally eating an unannounced bedtime snack to prevent lows and generally announcing meals only when glucose remains elevated. Symptoms included hypoglycemia and subsequent hyperglycemia accompanied by malaise. Outcomes included the need for product use education and troubleshooting, with no alerts or alarms reported and no medical intervention or hospitalization reported. Investigation included review of user-reported history and device use practices. Investigation of this case revealed user treatment technique and meal announcement practices inconsistent with recommended use, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including unannounced carbohydrate intake and insufficient treatment of hypoglycemia.